Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failure of the auxiliary drawer 7 resulted in a delay to access the medication. A field service engineer removed the drawer and reseated all the connections, and confirmed that the issue was resolved. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
The customer reported that the pyxis medstation es system had multiple cubie failures. Additionally, stated that the nurse had to walk to the pharmacy to get the medicine because the lidocaine-containing cubie had failed and could not be recovered. This incident resulted in a delay to patient care and there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.